Manufacturer narrative:
The device referenced in this report was not returned to (B)(4) for evaluation. The user facility was provided with a replacement device. The device was not returned for evaluation. The registration number for this correction is (B)(4). This report is being submitted as a medical device report in an abundance of caution.

Event description:
During an inspection of the workstation, the fuse of the workstation was found charred. There was no user or pt injury associated with this event. The workstation was reportedly removed from service.